Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported a display malfunction on her infusion device. Pt stated, the superior part of the display suddenly broke up causing various misreadings of the display. Pt reported having to decipher the symbols shown on the display. Pt stated, she began noticing big air bubbles a few times ago. Pt reported, she attributes the issue to a piston malfunction and condensation in the infusion device. No further info was provided. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.